Manufacturer narrative:
(B)(6). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the obturator was found to be fractured when it was opened prior to its first usage. An alternative same product was used to complete the surgery. No impact to the surgery was noted.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received: complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed that the obturator had fractured. The obturator is assembled with the curved guide during packaging. It was reported that the obturator had already fractured before opening the package. No damage was seen on the curved guide. Per the sem analysis, visual examination of the obturator revealed fracture surface artifacts consistent with an overload fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.